Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. The DHR review concluded there were no assembly component related failures at the time of release. With the information provided a root cause could not be reliably determined.

Event description:
N/a.

Manufacturer narrative:
It is unknown if the device will be returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3003418325-2019-00012.

Event description:
This is 1 of 2 reports. A sales representative reported on behalf of the customer that two (2) patients have received infections on (B)(6) 2019 after the 206520 duraseal exact spine sealant system was used for a neuro procedure. The infection was on the site of application. Additional information has been requested.